Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. Block d2b: pro code (product code): lgw, qrb. Block d6b: explant date: (B)(6) 2017.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.